Manufacturer narrative:
The technician inspected the casters to find all four missing chunks of rubber on the caster tire. He replaced the casters to repair the bed.

Event description:
Information received indicates the casters continue to ratchet when in brake but the caster wheels were locking.